Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mal positioned essure device') and pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty upon insertion. The device did not completely insert through the ostium to its full length". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnorm. Bleeding"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("bladder/urinary problems: uti"), headache ("headaches"), mood swings ("mood swings"), anxiety ("anxiety") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dyspareunia, genital haemorrhage, hypersensitivity, dermatitis allergic, urinary tract infection, headache, mood swings, anxiety and uterine haemorrhage outcome was unknown. The reporter considered anxiety, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urinary tract infection and uterine haemorrhage to be related to essure. The reporter commented: 3 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: fup 3 and fup 4 processed together. Mr received: new events added - mal positioned essure device, abnormal uterine bleeding and there was some difficulty upon insertion. The device did not completely insert through the ostium to its full length. Previously reported event of chronic pain updated to chronic pelvic pain. Essure device removed on (B)(6) 2019. Dob and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mal positioned essure device') and pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there was some difficulty upon insertion. The device did not completely insert through the ostium to its full length". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnorm. Bleeding"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("bladder/urinary problems: uti"), headache ("headaches"), mood swings ("mood swings"), anxiety ("anxiety") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dyspareunia, genital haemorrhage, hypersensitivity, dermatitis allergic, urinary tract infection, headache, mood swings, anxiety and uterine haemorrhage outcome was unknown. The reporter considered anxiety, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urinary tract infection and uterine haemorrhage to be related to essure. The reporter commented: 3 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.